Event description:
A report was received that the patient underwent a pocket revision due to charging difficulty because the ipg was flipped to one side. During the revision, the physician noticed that the leads had migrated, so he repositioned the leads and replaced the lead extensions as they appeared bent.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Event description:
During service at baxter, a technician reported a colleague infusion pump with failure code 810:04 that was caused by the ail pcb (air in line printed circuit board) was out of calibration. The event occurred during product evaluation. The facility representative stated that there were no reports of patient injury or medical intervention. The user interface module master software version for this device is 6.13.90, categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The ail pcb was recalibrated.